Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen did not respond when pressed. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.